Manufacturer narrative:
Add'l info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cystocele. The procedure performed was an anterior colporrhaphy with mesh interposition. Approximately 1 year postoperatively the patient underwent an additional procedure. The preoperative and postoperative diagnosis was vaginal mesh extrusion. The procedure performed was an excision of extruding mesh with revision of anterior vaginal wall incision.